Manufacturer narrative:
The device was received not deployed. The device was deactivated after completing first prime and before completing second prime. As the device did not complete second prime it is not expected to have deployed. The device was found to operate as intended.

Manufacturer narrative:
The device has been returned. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pink slide did not move forward when the pod was activated; however, the cannula was not visible, indicating a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. Reportedly, the patient¿s blood glucose levels remained between 181 mg/dl and 250 mg/dl.